Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving fentanyl 4,000.0 mcg/ml at 1,900.0 mcg/day via an implantable pump for non-malignant pain. The pump logs showed that an empty reservoir alarm occurred on an unknown date. There was no further information. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.